Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex 3d deflectable videoscope displayed error code b30 during set up. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation, the most likely cause of this complaint is expected to be a predictable or random component failure. Olympus will continue to monitor field performance for this device.